Event description:
A patient reported blood glucose results of 136 mg/dl with a lifescan meter and 159 mg/dl on a laboratory device, performed within 30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Base on statistical methodology, the calculated difference of these glucose results does not exceed lifescan's criteria for accuracy. The puncture area was cleaned incorrectly prior to testing. The customer service representative walked the patient through two consectutive control solution tests and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. A check strip test was also performed and the result fell within the specified range. Meter was replaced.